Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the second flange was deployed, the deployment device got caught and would not release from the fully-deployed stent. The entire device was moved, which released the stent into the pseudocyst. Another hot axios stent was used to complete the procedure. Both stents were successfully removed one week after the initial stent placement procedure. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.